Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: spinal posterior fusion (psf) it was reported that on an unknown date, post-op, a rod was broken at l2/3. The surgeon considered that the rod was broken in the middle of bone union. Revision surgery will be performed on (B)(6) 2016. Right side rod fractured. R/l rods will not be removed but connected with rods using crosslink so it will be four rods construction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.